Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that, in (B)(6) 2014, the patient claims to have heard the sound of her hip while showering, followed by a sharp pain in the region. After that, she claims that her hip also began issuing a characteristic sound while she performed weight movements or stand on her left leg. She also claims that occurred due to the implant posted on her hip have been broken due to abnormal wear of one of her plays, which led to the release of the femoral head and destabilization of the entire prosthesis implanted.